Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a request was made to have electrograms (egms) from a recent implantable cardioverter defibrillator (ICD) implant ((B)(6) 2025) analyzed as they show noise on the right ventricular (rv) channel. It was noted that of the four egms available, two show conducted atrial fibrillation (af) and noise. The local area field representative reached out to technical services (ts) for further review and advised the patient is brought in for in-clinic testing with provocation maneuvers and possible x-ray imaging. Information received a couple weeks later confirmed this patient underwent a revision procedure on (B)(6) 2025, and a new rv lead was implanted. No further information has been provided to date. Of note: the model/serial number of the rv lead is currently unknown. Attempts have been made to retrieve this information.